Event description:
Following a custom myopic lasik procedure an unusual spot pattern was observed in the pt's operative eye at the 3:00 o'clock position of the ablation. Corneal topography appears irregular. Patient is slowly improving visually.